Event description:
It was reported that the physician was testing the helix on the lead prior to implanting it and the helix would not advance. The lead was not implanted. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. Visual analysis noted that the lead has been stretched causing the inner tubing to buckle. This prevents proper torque when turning the is-1 pin.